Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received quick convert therapy and eight shocks during a ventricular fibrillation (vf) episode; however, the therapy was exhausted without successfully converting the rhythm. Additionally, the shock impedances for all shocks were noted to be high and out of range, exceeding 125 ohms. One day later, the patient experienced another vf episode, which was successfully converted after a single shock with a measured shock impedance of 63 ohms. It was observed that for this episode, the data was stored as 'no therapy.' A subsequent device interrogation revealed a code fc1005, indicating an open circuit condition during shock delivery. Three days after the last vf episode, the patient suffered a cardiac arrest, requiring hospitalization in the intensive care unit (ICU) and intubation. During a consult interrogation, a status indicator detected high shock impedances during an attempted shock delivery. Technical services (ts) recommended evaluating the integrity of both the ICD and the right ventricular (rv) lead. Ts also advised replacing both components, as the fc1005 error left the patient unprotected. No additional adverse patient effects were reported. This ICD remains in service.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received quick convert therapy and eight shocks during a ventricular fibrillation (vf) episode; however, the therapy was exhausted without successfully converting the rhythm. Additionally, the shock impedances for all shocks were noted to be high and out of range, exceeding 125 ohms. One day later, the patient experienced another vf episode, which was successfully converted after a single shock with a measured shock impedance of 63 ohms. It was observed that for this episode, the data was stored as 'no therapy'. A subsequent device interrogation revealed a code fc1005, indicating an open circuit condition during shock delivery. Three days after the last vf episode, the patient suffered a cardiac arrest, requiring hospitalization in the intensive care unit (ICU) and intubation. During a consult interrogation, a status indicator detected high shock impedances during an attempted shock delivery. Technical services (ts) recommended evaluating the integrity of both the ICD and the right ventricular (rv) lead. Ts also advised replacing both components, as the fc1005 error left the patient unprotected. No additional adverse patient effects were reported. This ICD remains in service. Additional information was received indicating that this ICD therapy was turned off and the patient underwent a revision surgery. During the procedure the ICD system was abandoned, and a subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted. No additional adverse patient effects were reported.